Event description:
It was reported that a 6,642 joules while using the surgical fiber during a prostate procedure, the fiber tip became attached to the cap and broke while trying to stabilize the cap. The cap was also reported to have "become black and split". The procedure was completed using a second fiber. Pt outcome: "no damage to the pt".

Manufacturer narrative:
Fiber analysis: the fiber's metal cap and the distal end of the glass cap were found to be detached and returned with the device; the fiber broken distal to the fiber/cap fusion zone. Severe burnt on detritus on the metal and severe devitrification of the glass cap were also observed. The fiber/cap conditions could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was suspected to be related to heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.